Event description:
In preparation for a gastrovascular dilation procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the catheter was kinked when checking it prior to insertion. Another device of the same rpn was used to complete the procedure. There was no reportable information at this time. On 13aug2025, the customer provided pictures showing catheter appearing to be kinked and broken [subject of report]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Pictures were also provided and reviewed. The pictures show the device in a coiled position, and the catheter appears to be kinked and broken. A picture of the lot number was not provided. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned and appeared to not have been inflated. During a visual examination, a break in the outer blue catheter was identified approximately 196.5 cm from the distal end of the white strain relief. There were also two kinks identified approximately 178.8 cm and 199.8 cm from the distal end of the white strain relief. We were unable to determine the cause of the damage to the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide with the stem bumper were not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the reported catheter breakage. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.